Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room. Customer's blood glucose value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.